Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device's rubber feet and power cord clamp were missing and were replaced. The device's rear and base enclosures were found to be damaged and were replaced. During final testing the device failed the active exhalation purge valve test steps. The device's active exhalation control module was replaced to address the issue. The device was tested and passed all final testing.